Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. No unexpected a21 and a17 alarm noted. No unexpected pump restarts or reset time/date anomaly noted. Insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. Insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Insulin pump had multiple a47 alarms were found at the alarm history file. A47 alarms due to a corrupted history file. Insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer also reported that the insulin pump alarmed displayable history crc check failed on startup. Customer's blood glucose reading at the time of the incident was 368 mg/dl. No significant events leading to the alarms were observed. Customer reported that the insulin pump has a blank display. Customer's blood glucose reading at the time of the incident was 465 mg/dl. Customer stated that the pump alarmed battery out limit. Customer stated that the blank display issue was resolved with a battery change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.